Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap cholecystectomy, the gall bladder was placed in specimen bag. When tension was used, the bottom seam of the bag ripped and gall bladder fell out. Then the bag was removed from the trocar site. Four bags total were opened until one finally didn't break. The gallbladder was intact, so a new specimen bag was opened and the gallbladder was placed inside the new bag with the grasper.